Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
Neopicc assessed, noticed fluid leaking around the patient, inspected line and found small break, nurse practitioner removed neopicc.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.